Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the customer was advised to continue using it. The customer was instructed to reach out again if any malfunction codes reappear.